Event description:
Nellcor puritan bennett received information that alleged that the ventilator had stopped cycling while in patient use. No patient harm reported per customer. As per customer unit was evaluated at their site and alleged event could not be duplicated.